Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test, which was not reproduced during evaluation. Visual inspection found the cause was a chipped tubing guide. The tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion test. The problem was found during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.